Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances. An accelerated outflow in the vertical and a slower outflow in the horizontal position of shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the results of the investigation, it was determined that the progav 2.0 was not adjustable. The visible deposits inside have led to the dysfunction. In addition, we can determine accelerated outflow at the shuntassistant in the vertical position and slowed outflow in the horizontal position. The deposits found inside have led to the change in flow rate. Furthermore, we can determine visible deposits inside the ped. Prechamber. The deposits had no effect upon the specifications at the time of the examination. The ped. Prechamber operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.